Event description:
It was reported via phone call that the customer had a high blood glucose level of 500 mg/dl. The customer's parents reports the customer was at church and did not have access to the pump. The high blood glucose was corrected using a manual injection. Troubleshooting was performed and the pump passed the prime test and self-test. The customers blood glucose had lowered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.